Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the liner. Intra-operatively, severe trunnion wear was noted. A 165mm restoration ps stem, v40 metal head, and poly liner were revised to another restoration ps stem, ceramic head, and poly liner. Rep reported that x-rays, medical records, and further information are not available due to hospital policy. Update 24-january-2019: correction to the above: revision was due to disassociation of the head from the stem. There are no allegations against the liner.